Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05092 and 0002648920-2017-00459. Concomitant devices ¿ tibia cemented 5 degree stemmed left size f catalog # 42532007501 lot # 77004984, articular surface fixed bearing cruciate retaining (cr) left 11 mm height catalog # 42512000511 lot # 63070905. (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a initial knee procedure approximately six month ago, and developed eczema around the surgical incision on the left knee. Patient has been treated wth oral prednisolone and topical betamethasone cream. Attempts to obtain additional information are in progress, however further information is unavailabe at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.